Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee was revised to address pain and laxity/joint instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 10-dec-2019. (B)(6) 2015: the patient underwent a left total knee arthroplasty. Attune implants were utilized with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2017: the patient underwent a revision of the left knee for pain and patient reports of instability. Only the insert was replaced. Intraoperatively, surgeon notes excess laxity that developed over time post primary. No complications noted in revision. Doi: (B)(6) 2015; dor: (B)(6) 2017 (insert).